Manufacturer narrative:
Investigation of this case is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, the egm markers are not fully displayed.